Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump touchscreen was cracked and unreadable. The customer¿s blood glucose was 136 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer if back-up therapy was obtained, but no response was received.